Event description:
On (B)(6) 2014, the patient underwent a permanent implant procedure. Intra-op testing revealed several invalid contacts. Invalid impedance remained even after the led was pleased. As a result, the lead was removed and replaced. In turn, the procedure was extended 30-40 minutes. The replacement lead resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.